Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the black rubbery foreign material nor the root cause of it although it was determined that the material was not originated from the olympus device. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope distal end was misty/foggy. The issue was found during maintenance. Inspection and testing of the returned device found , a black rubber like foreign material protruding from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found adhesive glue worn out. Optical cover glass is chipped and adhesive on it worn out. Outlet pipe condition blocked. And sealant worn out. Distal end adhesive worn out. Pin unit is corroded. Image condition -interference evident. Upward downward angle failed. Air channel blockage was evident. Water removal outlet pipe was blocked. Electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.